Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and a white display upon powering on. A white display is indicative of a device lock-up condition that could prevent defibrillation from being provided, if necessary. There was no patient use associated with the reported event.